Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate test and sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer complained about receiving multiple lost sensor alerts. Customer stated that she could not get a signal. Customer also stated that the glucose readings are not accurate. Customer stated that there are high differences between the sensor glucose and the blood glucose readings. Blood glucose level is 219. Customer was unable to upload data to carelink. Nothing further reported.